Manufacturer narrative:
The results of the investigation concluded that the sideport tubing was noted to be attached to the hemostasis hub however a leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal were microscopically inspected. Tearing, resulting in a hole, was noted in the seal. Tearing in the seals is consistent with damage during use. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause for the reported and confirmed complaint is consistent with damage during use.

Event description:
Following insertion of the introducer, a fluid leak was noted. Another device was used to complete the procedure with no consequences to the patient.